Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-lead fixation; upn: m365sc43160; model: sc-4316; batch: 14228631.

Event description:
It was reported that patients lead had high impedances. The patient underwent a revision procedure wherein lead was replaced and anchor was explanted. The explanted devices will be returned.